Event description:
It was reported that during central processing, the maryland bipolar forceps instrument had broken plastic. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the maryland bipolar forceps instrument had damaged to the conductor wire insulation. The instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There were no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation did not show damage.